Event description:
The hospital reported that during the coronary artery bypass procedure, the aortic cutter created an uneven aortotomy. This report is being filed as serious injury MDR because after multiple attempts, the reporter did not provide information on how the procedure was completed and if any surgical or medical intervention were performed.